Event description:
It was reported to nova biomedical by the consumer's daughter-in-law, "the consumer was receiving blood glucose results that were too high, causing a hypoglycemic event and the emts having to be called". The consumer's daughter-in-law reported that the consumer was found by the caregiver flailing his arms, legs and was screaming. When the emts arrived they tested the consumer getting a result of 40 mg/dl on their unk brand of meter. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before using their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall out of range. The test strips will be returned for eval. However, the meter will not be returned because it was discarded by the consumer.

Manufacturer narrative:
Test strip lot # 1020413172, exp date: 06/2015. Control solution lot: 1030713254, range: 82-127 mg/dl. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.